Event description:
The user facility reported a 67-year-old male was implanted with an impella cp. During support, patient had groin bleeding issues after removal of 14fr peel away sheath. Suction alarms and muted lv waveform were presented. A new cp catheter resolved suction and waveform issues. The t-b was tightened down with repositioning sheath and sutured in place. During removal of pumps the physician tried to perclose using the two perclose but was unsuccessful. Then tried and 8fr angio seal which did not take. The third perclose was used but was unable to achieve hemostasis. The decision was made to place a 14fr sheath back in and call cv surgery for surgical removal and closure of arteriotomy. Rp impella was successfully weaned and removed. Site was successfully closed with two box sutures.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU, these conditions are known potential adverse events associated with impella support: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ the IFU also caution users to handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time. This report is being filed as part of a retrospective review of historical records.